Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited redness and heat around the site of implant approximately 9 months after implant. The patient was then hospitalized and antibiotics were provided for 15 days, however, no improvement was observed, therefore, the s-ICD system was decided to be explanted due to the infection. No additional adverse patient effects. The s-ICD system is not expected to be returned.

Manufacturer narrative:
Correction: h6 fields patient codes and impact codes were updated.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited redness and heat around the site of implant approximately 9 months after implant. The patient was then hospitalized and antibiotics were provided for 15 days, however, no improvement was observed, therefore, the s-ICD system was decided to be explanted due to the infection. No additional adverse patient effects. The s-ICD system is not expected to be returned.